Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of lead noise was not confirmed. A full lead was returned in three pieces for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found multiple external insulation abrasion at 16.2cm to 16.9cm from the connector pin, as well as at 9.9cm to 10.2cm and 48.8cm to 49.2cm from the distal tip, breaching the optim sheath with intact silicone insulation beneath. The cause of external insulation abrasion is consistent with friction to the device can and friction to another device or feature of patient anatomy. No other anomalies were found.